Event description:
Additional information received reported that the cause of the catheter puncture was not determined. The resistance was in the middle of the catheter. A synchro guidewire was used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis (B)(4).:equipment used: video inspection system (m-85519), ruler (m-83361), pin gauge sets (m-84083, m-84081), camera (panasonic lumix dmc-zs5), in-house guidewire as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and within a dispenser coil. The synchro guidewire used during the event was not returned for analysis. Visual inspection/damage location details: no damages were found with the echelon-10 hub. No damages or irregularities were found with the echelon-10 micro catheter body. The distal tip and marker band were found crushed/ovalized (figures e f). The distal ~2.5cm of the catheter appears to have been shaped (figures d e). The catheter wall was found slightly thinning and with a puncture at the thinning location (figure g). Testing/analysis: the echelon-10 micro catheter total length (to the proximal marker band) was measured to be ~152.8cm and the usable length (to the proximal marker band) was measured to be ~145.0cm, which is within specification (specification: total (ref) = 152cm, usable: 144cm ± 1.5cm). The micro catheter was flushed, and water exited the distal end only. An in-house guidewire was inserted into the echelon-10 micro catheter hub, through the catheter and became stuck at the distal tip. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter puncture with guidewire¿ and ¿catheter resistance¿ were confirmed, however, the puncture was found at the distal micro catheter and not the middle as reported. It is possible that damage occurred during steam tip shaping, which contributed towards the guidewire puncture. Possible causes for shaping damage include, but not limited to, using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), not using the shaping mandrel, due to holding the device against the heat source too long (approximately 10 seconds) or removing the shaping mandrel prior to the catheter cooling following tip shaping. The catheter wall was found thinning, potentially due to the steam shaping. The puncture would have occurred at the thinning/damaged location. As the synchro guidewire used during the event was not returned for analysis, any contribution of the guidewire towards the failures could not be determined. The synchro guidewire has an outer diameter of 0.014¿, which is compatible for use with the echelon-10 micro catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a treatment for a left ophthalmic artery aneurysm using the echelon 10 45° pre-shaped tip catheter, there was a catheter puncture by the guidewire/stylet. There was friction or difficulty during the insertion of the guidewire/stylet. The procedure involved accessing the femoral artery, which had a diameter of 5mm and minimal vessel tortuosity. After hydration, the guidewire came out from the side wall when passing through the catheter. The damage was located in the middle of the catheter, but there was no other damage or kink on the guidewire/stylet. The catheter was flushed as indicated in the instructions for use. The product was replaced by another medtronic product.